Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was not possible due to a lot number not being provided. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the patient underwent rotator cuff repair more than 1 year ago and now presents with a failed rcr. MRI indicates that there is a large cystic area suspected to be associated with the inserted anchor.